Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom delayed keypad response, determined to be caused by a failed processor printed circuit board. The failed processor printed circuit board was replaced.

Event description:
It was reported that a spectrum infusion pump had a delayed keypad response. It was also reported that there was no pt injury.